Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with right ventricular oversensing. This was noted to be apparent crosstalk. The healthcare provider decided t not make any changes and would continue to monitor these events. The patient condition was stable.